Manufacturer narrative:
The serial number of the device could not be provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that after the site routinely exchanged the system controller's internal battery a controller fault alarm occurred. The controller was exchanged which resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was not confirmed as the alarm was not observed in the log file or reproduced during testing. The reported event of the system controller serial number on the external label being illegible was confirmed. The log file downloaded from the returned system controller (serial number: (B)(6)) contained approximately 17 days of data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). No notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. Visual inspection of the submitted photograph and of the returned system controller confirmed that the serial number on the external label of the controller was faded and no longer legible. The system controller was functionally tested and found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported events could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. (B)(6) was shipped to the customer on 30oct2018. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. B), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii IFU (rev. B) section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" and heartmate ii IFU (rev. B) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook (rev. C) section 10 and heartmate ii IFU (rev. B) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.